Manufacturer narrative:
In response to FDA report number: mw5088447. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and use error. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, via regulatory agency, reported experiencing the events of "radiation exposure reactions, allergic reactions to the skin, underwent radiation with expanders, seromas, infections with high fevers," and "severe contraction and pain." This record is for the right side. Device has been explanted.